Event description:
It was reported that during preparation of the clip delivery system (cds), one of the grippers would not lower. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported difficult to open or close (gripper actuation - single), associated with one gripper not lowering entirely during device preparation, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.